Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue. The customer contact reported there is no patient information available. Unique device identifier - (B)(4).

Event description:
The hospital reported that the bag / vent toggle sequence mechanically locked up during patient use. They could not physically move it all the way to the vent position. There was no report of patient injury.